Manufacturer narrative:
This is an initial report. The product has been returned and investigation is in process. The follow-up report will be sent when investigational results are available. Note: customer was using expired test strips.

Event description:
A customer reported receiving a glucose result of 141 mg/dl that was lower compared to a hcp meter result of 341 mg/dl, experiencing symptoms of hyperglycemia and self-treating with humalog and levemir. He further reported being diagnosed with hyperglycemia and given insulin shot by a doctor. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2009. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
The customer stated discrepant chloride results have been generated on the architect c8000 analyzer. A patient generated an initial result of 113 meq/l but upon repeat, the value was 103 meq/l. No impact to patient management was reported.

Manufacturer narrative:
Evaluation results: returned meter (B) (4) was investigated. The complaint is not confirmed. No quality issues observed during visual inspection. No new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.